Event description:
It was reported the patient is experiencing pain and muscle spasms at her scs ipg pocket site. Surgical intervention will be taken at a later date to address the issues.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 during which the scs ipg was relocated to a new pocket site. The issue resolved with the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.